Event description:
Caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. Caller completed the necessary steps to remove air from the cartridge and used room temperature insulin. Technical support guided the caller through filling and loading a new cartridge and assisted in completing the load process to resume insulin delivery, after which the caller successfully saw drops of insulin at the end of the tubing.